Event description:
The customer reported a motor error alarm when attempting to rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump froze on the countdown screen due to moisture damage noted on the electronic assembly. Moisture damage was noted on the motor assembly. Unable to confirm motor error alarms due to the frozen display.